Event description:
It was reported that the pump history was missing data despite being in use. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.